Event description:
General report received of an unspecified number of undocumented incidents of leaks. On unspecified dates, it was reported that during priming of the tubing sets prior to pt use with unspecified medications, solution leaked from reportedly a nick in the center of the tubing sets. The customer contact reported that the nicks were half inch to 1 inch distal to the drip chambers and half the circumference of the tubing. The tubing sets were replaced and the therapies were initiated. Hospira's medical investigation is complete.

Manufacturer narrative:
The customer contact indicated that the device was discarded. A rep device will be evaluated. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.